Manufacturer narrative:
(B)(4). Upon further investigation, it was confirmed the patient had an unspecified issue with their non- baxter pd catheter device which caused an unspecified breach in aseptic technique; therefore, the baxter disposable device is no longer considered a suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The reported breach in aseptic technique was not further identified. The event was manifested by abdominal pain, malaise, and cloudy effluent. On an unknown date, the patient was hospitalized for peritonitis. The patient was treated with unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) and unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, the patient's catheter was replaced and was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: upon further investigation, it was clarified the unspecified breach in aseptic technique which resulted in peritonitis was not due to an issue with the non- baxter pd catheter device. The problem with the catheter occurred ¿after peritonitis was clear.¿ should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was not reported if the patient was retrained on the proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.